Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touch pen was out of alignment with the display cursor. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer touch pen was out of alignment with the display cursor. The touch pen was wobbly but functional. The programmer was returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touch pen was out of alignment with the display cursor. The programmer was returned for service. There was no patient involvement.